Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6), 2023, it was reported by a sales representative via sems that an ar-18800-38 depth device is broken. This occurred during a case. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-18800-38, serial/batch number (B)(6), was received for investigation. Visual evaluation observed that the depth device shaft's tip was broken off. The most probable cause is applying excessive mechanical forces upon insertion/use.